Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, ¿we tried to assemble the piece, it did not fit, the surgeon took the piece and indicated that the thread is damaged, it seems the piece has a split thread". The product was not returned to depuy synthes, however photo was provided for review. See attachment ¿source file - (B)(6) hospital¿. The photo investigation revealed that the threaded tip of the inserter had broken off and stripped which would not allow the stem to be assembled with the inserter. The observed type of damage can be attributed to unintended use error by impacting the device before it being fully assembled, causing high stress on the threaded portion. The overall complaint was confirmed as the observed condition of the 259807570, retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2023, an impactor was unable to assemble onto the final stem, due to a split thread. There was no surgical delay. This report is for a retaining stem inserter. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿we tried to assemble the piece, it did not fit, the surgeon took the piece and indicated that the thread is damaged, it seems the piece has a split thread". The product was not returned to depuy synthes, however photo was provided for review. The photo investigation revealed that the threaded tip of the inserter had broken off and stripped which would not allow the stem to be assembled with the inserter. The observed type of damage can be attributed to unintended use error by impacting the device before it being fully assembled, causing high stress on the threaded portion. The overall complaint was confirmed as the observed condition of the 259807570, retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: when trying to assemble the impactor on the final stem, it becomes impossible, possibly the thread of the impactor is damaged. A manual impactor is used. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the retaining stem inserter had the distal threaded tip broken. Additionally, the bottom threads were found cross threaded. Fragment was not returned for analysis. The observed condition of the threaded tip was consistent with off-axis assembly and impacting device before the tip was fully seated into the stem. The threads damage can be attributed to unintended use error, with the damage likely resulting from overtightening, off-axis assembly, prying motion while device is assembled. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the observed condition of the device, it is reasonable to conclude that this condition would likely impede the device from securely attach or holding its mating device. Therefore, the reported allegation can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.